Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder remained activated after the toggle switch was released. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returning.

Manufacturer narrative:
The device reportedly will not be returned to cardiac surgery for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted if additional information is obtained. (B) (4)